Event description:
It was reported that the patient had no stimulation sensation on his right side for about one month. There was no change in his recharging interval. There was no known accident related to the event, but trauma was a possibility. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).